Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate atp and hv therapy. The device was reprogrammed and remained implanted. The condition of the patient was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.